Event description:
It was reported that the patient underwent a surgical procedure that was unrelated to their implantable cardiac monitor. After this, the position of the device was "hurting them" and was "uncomfortable." They could feel the end of the device, but it was not protruding through. The device was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)